Manufacturer narrative:
The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The event was not detected in the repair inspection. However, a temporary malfunction might have occurred due to deterioration over time in light of the fact that nine years have passed since the product was manufactured. The event phenomenon shows that the images and characters are not displayed in the correct positions. The potential root cause has been determined to be outputting the image and synchronous signals in timing different between them from the image processing board. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
As part of the investigation, olympus followed up with the user facility to obtain additional information. The user facility further reported that the issue with the device was that the screen displays the text such as name, patient information, etc where the image should be and where the text should be the image is displayed. There were no errors messages alarms or alerts. It was confirmed that everything was set up correctly. It was confirmed that this device was the issue as they hooked another unit up to the tower and the rest of the set up used was also used with the malfunctioned device and it worked accordingly.the referenced video system was returned to the service center for evaluation of the reported event. The evaluation confirmed the video system was split or double image as the video connector unit was cracked with moisture stains. Additionally, the scope light guide connector was worn out and a low battery unable to recall settings. Aging lamps. The rest of the other functions tested ok. The video system was repaired and returned to the user facility. A review of the history of the video system indicated the unit was purchased on (B)(6) 2011 and was last serviced via repair on (B)(6) 2016. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The technical assistance center (tac) was informed by the user facility that the during set-up, the user was getting a secondary image and then no image coming from the video system when using two different flexible endoscopes. The issue was resolved by replacing the video system with another similar video system. There was no patient involvement reported.